Event description:
An endurant stent graft system was implanted in a patient for endovascular treatment of a 6 cm abdominal aortic aneurysm. Vessel morphology was reported as there is moderate tortuosity in the iliac limbs and pre-existing severe thrombosis in the vessels. The patient had continued disease progression with thrombosis in the buildup in the iliac limb. The recent CT demonstrated that there was thrombosis and partial limb occlusion. The physician elected to angio-jet and implant endurant two iliac limbs, 10x10x82 and 16x10x124. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: occlusion. Anatomy related; pre-existing severe thrombosis. Conclusion: anatomy related; pre-existing severe thrombosis.